Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This was a report of a system error 2240 where home patient left a clamp open on an unused line and did not fully connect a supply bag. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. This guide instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. The guide also warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. The guide warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell one. The hp stated that there was an open clamp on an unused supply line and that he did not fully connect a supply bag which caused it to come loose. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was to start over with new supplies to finish therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.